Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-apr-2023 h6: investigation summary three samples of material number 2426-0007 was submitted for quality investigation. It was reported by the customer that the tubing was leaking at y-site, between roller clamp & pinch clamp. Tubing can come apart easily at that junction. Evaluation of the extension set shows that the extension set tube separated from the different port of connection. Further visual inspection shows a lack of solvent on the tubing. Because of separation, priming of set could not be possible. Quality notification sent to manufacturer. A device history record review for model 2426-0007 and lot number 23019108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation, the potential root cause of separation between tubing and y-site (body) was related to the incorrect use of fixture by the production personnel.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: v tubing leaking at y-site, between roller clamp & pinch clamp. Tubing can come apart easily at that junction. Noted when priming ns (normal saline) and was able to replace prior to hooking up to patient.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1948 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: describe the event or problem: v tubing leaking at y-site, between roller clamp & pinch clamp. Tubing can come apart easily at that junction. Noted when priming ns (normal saline) and was able to replace prior to hooking up to patient.